Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that their pump was ¿not adjusting insulin delivery as expected¿. The alleged root cause could not be confirmed. Customer¿s blood glucose was ¿high¿ continuous glucose monitor. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was not known. A correction bolus was delivered to address bg¿s. Recommendation was made to consult with a healthcare provider regarding diabetes management.